Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover, docking pins and mounting casters were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system made contact with the x-stage cover and damaged the docking pins of the imaging system. It was reported that the issue occurred while the site was rehoming the system. There was no patient present when this issue was identified. No additional information was provided.